Event description:
Caller reports having low blood glucose symptoms, but tested in the 180's (mg/dl) on her device. Due to her symptoms, she ate candy and drank juice and felt better. No other tests reported. No quality controls were used. Requested return of suspect device and replacement was sent.